Event description:
Our affiliate reports that 2 versalok anchors being used for fixation in an arthroscopic shoulder repair failed to deploy correctly and did not hold in the bone. At this point in time the surgeon chose to go open, added 1 hour to the procedure, and, using other means, concluded the repair successfully without further issue or harm to the pt. Also see affiliated MDR 1221934-2008-00396.

Manufacturer narrative:
Mitek is at this point in time awaiting receipt of the complaint device and is also in the info gathering mode. When all that can be had, is had and evaluated, the results of said investigation will be the subject of the follow-up report.